Manufacturer narrative:
Findings: pump was received with bleeding on lcd glass, cracked case at display window corner and cracked battery tube threads.

Event description:
The customer reported via phone call that they want to exchange insulin pump with no scroll wrap feature. Customer's blood glucose was unknown mg/dl. The customer was advised to discontinue use of the device and revert to back up plan. Customer was advised that the device will be replaced and agreed to return for product analysis.